Event description:
Received the christensen all metal total joint in 1997. Reports constant severe pain, trouble opening mouth, device popping, and the device on the right side seems to be slipping.

Event description:
Add'l info received from MFR on 11/27/02: tmj implants, inc was unable to link any of the medwatch form to a specific pt or a specific device because no detailed info was given.